Event description:
The 15mm connector allegedly came out of the pediatric tracheostomy tube of a home care pt after three days use resulting in disconnection from the ventilator. The pt was manually "bagged" until the tube was replaced. There was no pt compromise.